Event description:
Two discordant, falsely elevated concentrated carbon dioxide (co2_c) patient results (2 patients) were obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient results.

Manufacturer narrative:
A united states (us) customer reported two discordant, falsely elevated concentrated carbon dioxide (co2_c) patient results (2 patients) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked and clean the system wash nozzle for cuvette drips. The system was also checked for solenoid operation and leaking or loose tubing connections. There were no abnormalities noted and the system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00235 on 24aug2022. Correction (02sep2022): section b3 - date of event was corrected from august 15th, 2022 to august 16th, 2022.